Event description:
Female with acute renal failure to or for placement of cannon dialysis catheter, manufacturer #376444, model cs-15282-sp, lot # rf5061641. Upon placement by the surgeon under fluoroscopy, the j-wire threaded into ivc. The vein dilator and sheath seen to thread 1-2 inches away from track of j-wire. Dilator pulled back and redirected over j-wire. Catheter positioned under fluoro with good blood return both catheters and good position. Post-op hypotension noted with chest x-ray done revealing hemothorax. Chest tube placed with 1300cc blood return. Chest opened via midsternotomy; hole identified in posterior-lateral wall of svc found and closed. Pt ultimately expired in the or due to blood loss.